Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via a study that there was a discrepancy between the programmer (expected) reservoir volume and the actual residual volume. The programmer (expected) reservoir volume was 5.1 ml, and the actual residual volume (removed from the pump reservoir) was 14.5 ml. No adverse events were reported either before or after the event, but the site had been queried to see if the subjected had any related symptoms. No actions/interventions were taken. Information received from the manufacturing representative via the hcp and study confirmed that the patient did not have any symptoms before, during, or following the refill. As of (B)(6) 2015, the patient had not returned for a refill. They were to return for a refill on approximately (B)(6) 2015. It would be known if the volume discrepancy resolved at that time. The system was delivering remodulin 10.0 mg/ml at 7.430 mg/day. The lot number was unknown. The root cause of the issue and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturing representative and health care provider (hcp) via study. A new refill was conducted on (B)(6) 2016. The programmer (expected) reservoir volume was 3.7 ml and the actual residual volume (removed from the pump reservoir) was 13.0. The site noted that the subject had no related symptoms. There were no actions taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician via a study indicated on (B)(6) 2016 a new refill was conducted. The programmer (expected) reservoir volume was 3.6 ml and the actual residual volume (removed from the pump reservoir) was 12.0 ml. No actions were taken.